Manufacturer narrative:
(B)(4).

Event description:
It was reported pt had all spinal stimulation devices explanted on same day that they were implanted due to post-operative complications. The pt developed severe and progressive weakness, especially of extremities. At the time of this report, no further details were reported. Additional info was requested and will be provided when it becomes available.